Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue and revealed that the slider body is open on the window side right pt access IV port. Also the perimeter guard slider body is open and four teeth are bent. Note: instructions for use state: never use the bed if a zipper slider is bent open or damaged and the zipper cannot be zipped completely closed. Never use the bed if a zipper coil is kinked, misaligned, or has gaps and does not close securely along the entire length. Never rip the panels open, as this will damage the zipper slider, preventing the zipper from closing securely. Before leaving the pt alone, apply pressure with your hands along the entire length of the zipper to make sure the panel is securely closed and that there are no gaps or openings along the entire length of each zipper. (B)(4).

Event description:
Customer reported the bottom access zipper is pulled apart. There was no pt incident or injury reported.